Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that culture obtained at outside facility on (B)(6) 2017 was positive for pseudomonas aeruginosa. The patient¿s temperature was 99.8 degrees fahrenheit on (B)(6) 2017. The patient was seen at lvad clinic on (B)(6) 2017 for complaints of driveline site drainage. On (B)(6) 2017, driveline site had mild-moderate erythema, hyper granulation, and active tan drainage. The patient was a febrile. Blood cultures were negative on (B)(6) 2017. Ciprofloxacin was prescribed. No additional information was provided.

Manufacturer narrative:
A correlation between the reported driveline infection and the evaluation of the left ventricular assist system (lvas) could not be conclusively determined. The device was returned assembled with the pump cable cut approximately 10.5 inches from the bend relief and the severed portion was not returned. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned secured to the pump cover outlet port. The apical cuff was returned, secured with the fully engaged cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.